Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 360 mg/dl and it was addressed with a bolus. Reportedly, the customer's healthcare provider requested that the basal rate be adjusted from 2.4 units/hour to 4.7 units/hour. The customer was able to successfully adjust the basal rate.